Event description:
It was reported the patient's ipg is nearing its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient controller was displaying a message "replace generator soon, the generator is approaching the end of its service warning" was reported to abbott. As a result, the patient's ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.